Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A health professional reported that after a glaucoma stent implantation surgery, a patient experienced endothelial contact with the stent and endothelial cell loss. Additional information has been requested.

Event description:
Additional information received stating the patient underwent stent shortening procedure. The patient was also prescribed drops.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three trimmed pieces of a company stent were received in a vial. The pieces of stent were visually inspected and damage consistent with trimming was observed, the distal collar and the first retention ring were returned, all three pieces has jagged cuts. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Photo attached to the parent complaint was reviewed by the investigation site. Photo is a vial with liquid in it, trimmed stent is not visible in the picture. Because the sample returned could not verify the reported event, insufficient clinical data was received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the company system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).